Manufacturer narrative:
9618003-2019-05591/initial 5 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The medical shop manager stated that the wafer had an off center starter hole. The product was not used on the patient.